Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd microtainer® z (no additive tubes), for an unspecified number of units, there was a white material in the tube and blood did not separate when the tubes were spun. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 3 samples for investigation. The samples were not contained in their original polybag. A white powder was observed inside the tubes. Additionally, fifty (50) retention samples were evaluated for visual presence of dry additive and foreign matter with acceptable results. Complaints for sample quality are under statistical control for the month of january 2026. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for foreign matter. This complaint was not confirmed for an additive abnormality or sample quality (poor serum) bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that when using the bd microtainer® z (no additive tubes), for an unspecified number of units, there was a white material in the tube and blood did not separate when the tubes were spun. No adverse impact was reported regarding the patient or user.